Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed due to no damage. Nordic bluetooth pairing test was performed and failed. A review of the data logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a failed transmitter error. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2024-141294 and 3004753838-2024-141294-01 was reported in error. Please disregard initial and supplemental reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.